Event description:
A high drain error 106 (night drain #6) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2014 at 14:13:33 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through the review of the event history logs. The cause of the issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.